Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hypertension. Concurrent conditions included fibroids, menorrhagia, menometrorrhagia, adenomyosis, ovarian cyst, leiomyoma nos and iron deficiency anemia. Concomitant products included nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems-uti"), metrorrhagia ("metrorrhagia"), anaemia ("anaemia") and post procedural complication ("post removal complication"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on 20-jun-2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract infection, metrorrhagia and anaemia had resolved and the depression, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems. 5 coils visible. Lot number: 12440750, manufacture date: 2010-04, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received -event metrorrhagia and post removal complication were added. On 9-jan-2020: pfs received-no new information was received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, menorrhagia, menometrorrhagia, adenomyosis, ovarian cyst, leiomyoma and iron deficiency anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems. 5 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: mr received. Lot number was added. Concurrent conditions was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included fibroids, menorrhagia, menometrorrhagia, adenomyosis, ovarian cyst, leiomyoma nos and iron deficiency anemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems. 5 coils visible. Lot number: 12440750 manufacture date: 2010-04 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Events added: abnormal bleeding (vaginal), mental anguish and she did not undergo essure confirmation test. Event clubbed and pt updated: psych injury/depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, menorrhagia, menometrorrhagia, adenomyosis, ovarian cyst, leiomyoma nos and iron deficiency anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems. 5 coils visible. Lot number: 12440750, manufacture date: 2010-04, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hypertension. Concurrent conditions included fibroids, menorrhagia, menometrorrhagia, adenomyosis, ovarian cyst, leiomyoma nos and iron deficiency anemia. Concomitant products included nsaids. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems-uti"), anaemia ("anaemia") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (she had full hysterectomy.). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract infection, metrorrhagia and anaemia had resolved, the depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems. 5 coils visible. Lot number: 12440750 manufacture date: 2010-04 expiration date: 2013-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: pfs received. Event outcome was updated to recovering/ resolving for event vaginal bleeding. Treatment drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2013, she explanted essure. Injury event was replaced with pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.